Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient's blood glucose (bg) reached 423mg/dl while wearing the pod between 36 and 48 hours on the arm. Despite multiple boluses, patient's bg did not subside. When removing pod, the patient's entire arm was found red. Additionally, the infusion site was oozing and green. Subsequently, patient visited a clinic and was officially diagnosed with an infection. Treatment included a 10 day course of antibiotics (cephalexin). The device is unable to be returned as the patient had left it at clinic. A new pod has since been applied.